Event description:
It was reported that balloon rupture occurred. The target lesion was located in the superficial femoral artery (sfa). A 5.0 x 60 mm 200cm ranger drug coated balloon (dcb) catheter was advanced for dilatation. During the initial inflation at 8 atmospheres for 30 seconds, the balloon ruptured. The device was removed, and the procedure was completed with another of same device. No patient complications were reported, and the patient was in good condition post-procedure.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.